Manufacturer narrative:
The part was received and inspected. The plastic hub that housed the stem of the caster wheel broke. The break was a clean fracture but it is not possible to determine the cause of the failure.

Event description:
The end user fell when using the walker. The front wheel caster housing broke.